Event description:
It was reported that the cannula coating had melted. As such, the rf procedure was not completed. The procedure was converted to anesthetic block to address the issue.

Manufacturer narrative:
A cannula needle experiencing a melting issue was reported to abbott; however, the allegation was not confirmed. The results of the investigation are inconclusive as the device was discarded by the hospital and not returned for evaluation. The attached video shows the cannula insulation adjacent toward the needle tip was pushed back and bunched up away from its intended location. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined, however is consistent with accidental damage during use. Per the investigation finding the medical device problem code (h6) was updated.

Manufacturer narrative:
A cannula needle experiencing a temperature decomposition issue was reported to abbott. The results of the investigation are inconclusive as the device was discarded by the hospital and not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.